Event description:
It was reported the locking hub was noted to be broken when the catheter was inserted into the pt. Another device was used to complete the procedure with no consequences to the pt. Additional info was requested and is not available.

Manufacturer narrative:
(B)(4). One 8f fast-cath introducer, one dilator and a guidewire with j straightener were received for eval. Visual inspection revealed the nut was fractured on the cath-lock cap. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with mfg as the event is related to a mfg non-conformance. The device was sent for additional testing. Should additional, relevant info be provided, a f/u report will be submitted.